Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose was 7 mmol/l. The mother stated that the sensor electrode was too short. The mother stated that there is no signal to be found when transmitter is connected. Upon removal of sensor, the electrode appeared to be very short. The customer stated that there is another sensor where the signal was not found. The customer will be sent two replacement sensors.